Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI, catalog number, g4: 510k, and h4 are unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump was due for service. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-00393 and any reports associated with it.